Manufacturer narrative:
The device was returned for analysis. Longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient complained of interaction of the shoulder with the pacemaker. A pocket revision was requested by the patient. The pacemaker was explanted and replaced successfully. The patient was discharged.